Manufacturer narrative:
The instrument has not been returned for evaluation.

Event description:
Allegedly, during a procedure one jaw broke off the instrument and fell into the patient. The doctor immediately removed the broken piece, the instrument was replaced and the procedure was completed with no delay or no serious injury to patient was reported.